Event description:
The pt underwent vad - thoractec insertion on (B)(6) 2016 in which a heartmate ii pump was placed. Over the course of four months, pt had elevated ldh levels. Lvad pump exchange with bypass performed on (B)(6) 2016 in which heartmate ii pump was replaced. Upon removal of the heartmate ii pump that was implanted on (B)(6) 2016, the surgeon advised he did not open up the pump, but he did observe white appearing thrombus.